Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, doctor measured for length of nail and determined 540 was appropriate. I pulled the nail from the tub, opened the outer box and the sterile package had been broken. The nail was out of both sterile packages. We used the next size longer nail.